Manufacturer narrative:
(B)(4). The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported the instrument could not be separated with the mating instrument post- use. No further information is available.

Manufacturer narrative:
Complaint sample was evaluated and the reported event was confirmed. The 90 degree contra angle screwdriver (part# 24-1189, lot# 474720) was returned with contra angle t1 blade, x-drive (part# sp-2379, lot# 806310) inside the collet. The driver appeared to be in good condition overall. Functional testing was done by attempting to remove the blade from the collet. The blade could not be removed. The driver was disassembled for further inspection. When the cover of the head assembly was removed, it was noted that the blade had rotated inside the driver collet and could not be removed without being rotated prior to pulling it out. Wear was observed on the mating surfaces of the screw and inside the driver collet. Device history record (DHR) was reviewed and no discrepancies were found. There are no indications of manufacturing defects. Investigation results concluded that the reported event was due to excessive torque was applied, beyond what is required to seat the screw. The excessive torque wore down the screw and collet, then caused the collet to rotate around the screw. The instructions for use (IFU) for these products states in the section titled 'warnings and precautions': avoid undue stress or strain when handling or cleaning instruments. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
This follow-up report is being submitted to relay additional information.